Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 20217 to the upper and lower abdomen and bra bulge using coolcore applicator, on (B)(6) 2017 to the flanks using coolcurve applicator and to the inner thighs using a coolfit applicator, on (B)(6) 2017 to the bra bulge with a coolcore applicator and to the upper and lower abdomen using a cooladvantage+ applicator on, and on (B)(6) 2017 to the flanks using coolcurve applicator and to the inner thighs using a coolfit applicator on who developed paradoxical hyperplasia after treatment.

Manufacturer narrative:
Correction removal numbers h.9: z-1350-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting on (B)(6) 2017 to the upper and lower abdomen and bra bulge using coolcore applicator, on (B)(6) 2017 to the flanks using coolcurve applicator and to the inner thighs using a coolfit applicator, on (B)(6) 2017 to the bra bulge with a coolcore applicator and to the upper and lower abdomen using a cooladvantage+ applicator on, and on (B)(6) 2017 to the the flanks using coolcurve applicator and to the inner thighs using a coolfit applicator on who developed paradoxical hyperplasia after treatment.